Event description:
Same case as MDR ID: 2134265-2013-08229. It was reported that the gauge was inaccurate. The lesion being treated was located in the subclavian vein. Using an encore 26 inflation device, the physician inflated a 9.0x40mmx75cm gladiator balloon catheter 3 times up to 18atms in the target lesion. On the third inflation the balloon ruptured. The physician then inflated a non-bsc balloon two times up to 12atms and that balloon also ruptured. The physician felt that inflation device gauge was providing inaccurate readings. The procedure was not completed. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The encore device was disassembled and the complaint components were visually inspected for any material defect and foreign matter and no issues were noted. The device was reassembled and the unit passed all functional tests and is within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2013-08229. It was reported that the gauge was inaccurate. The lesion being treated was located in the subclavian vein. Using an encore 26 inflation device, the physician inflated a 9.0x40mmx75cm gladiator balloon catheter 3 times up to 18atms in the target lesion. On the third inflation the balloon ruptured. The physician then inflated a non-bsc balloon two times up to 12atms and that balloon also ruptured. The physician felt that inflation device gauge was providing inaccurate readings. The procedure was not completed. No patient complications were reported and the patient's status is fine.